Event description:
It was reported that the pt's implantable neurostimulator (ins) turned off by itself, intermittently, during the previous couple of weeks. Impedance readings were within the normal range and the ins was charged to fifty percent. There was no known related incident or accident reported. No pt symptoms or injury were reported. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4).